Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was not provided for evaluation. Loss of connection was not confirmed. A probable cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon completion of data investigation it was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was not confirmed. The probable cause could not be determined.